Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing a fill estimate of 0 units instead of the expected 219.5 units, with an observed discrepancy greater than 30 units. There was no impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, it was determined to replace the pump after further troubleshooting. The customer reverted to an alternate method of insulin therapy.